Manufacturer narrative:
On 5/6/2020, the product investigation was completed. Investigation summary: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a preface® guiding sheath with multipurpose curve sheath and the brim cap detached. Initially, it was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, when removing the ablation catheter for the second time from the sheath, the hemostatic valve on the hub came off and could not be repositioned. The sheath was replaced with a non johnson and johnson product and the procedure was continued without further issues. No patient consequences were reported. A non-sterile preface® guiding sheath with multipurpose curve sheath and vessel dilator were received for analysis inside a plastic bag. The vessel dilator was received fully inserted into the cannula sheath. Brim cap was received separated from the hub. Per visual analysis, blood residue was observed inside the brim cap, as received. A dent was observed on the rim of the hub that is in contact with the brim cap. No other anomalies were observed on the internal components of the brim cap and hub. Brim cap was repositioned successfully into the hub and didn¿t come off. No other anomalies were observed. The dented hub was analyzed under the scanning electron microscope. Sem results showed that the hub¿s surface presented evidence of bulged material and scratch marks near to the dent. This type of damage is commonly caused during the interaction of the hub material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed bulged material and scratch marks on the hub¿s surface could probably led to the dented condition found on the hub of the unit. It seems the hub material was dented with a sharp object on the hub¿s rim in contact with the brim cap. No other anomalies were observed during the sem analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been confirmed. The root cause of the brim cap detached cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and was returned in the condition reported as the preface brim cap was detached. This condition remains assessed as a reportable issue. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a preface® guiding sheath with multipurpose curve sheath and the brim cap detached. Initially, it was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, when removing the ablation catheter for the second time from the sheath, the hemostatic valve on the hub came off and could not be repositioned. The sheath was replaced with a non johnson and johnson product and the procedure was continued without further issues. No patient consequences were reported. Upon request, additional information was provided on the event. It was described that the white cap on the hub of the preface® guiding sheath with multipurpose curve sheath came off with the catheter when it was removed from the sheath. The valve did not break into two or more separate pieces. There was minimal blood return. A wire was introduced through the preface® guiding sheath with multipurpose curve sheath and was exchanged for a short 8fr sheath (non johnson and johnson product). The white cap on the hub issue was assessed as reportable malfunction for a brim cap detachment.